Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot number 23119 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was reviewed. Data indicated the catheter was never used and no applications were performed. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillation or overshoot. The mapping catheter could not advance through the balloon catheter shaft due to an obstruction inside the handle, located approximately 43.5 inches from the tip of the catheter. Pressure testing and inspection was performed on the subcomponents of the balloon, handle, and shaft segments. During inspection and pressure testing of the handle segment, a kink/twist was identified on the guide wire lumen inside the handle. Pressure testing did not identify any leakage at the kink location. The guidewire lumen was kinked between the y-block and service loop inside the handle. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryoablation procedure, it was impossible to insert the mapping catheter into the lumen of the balloon catheter due to an obstacle at the end of the handle. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.